Manufacturer narrative:
Updated sections - d10, h3, h6, h10. The reported event of helix damage was confirmed. As received, a complete lead was returned with the helix extended and stretched. The cause of the reported event was due to a damaged helix consistent with procedural damage. All the damages found are consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the electrode helix on the lead was damaged during the implant procedure. It is unclear whether this was due to user error or to a lead malfunction. The lead was not used and a different lead was implanted instead.